Event description:
Caller tested 7.4 inr and 4.3 inr on the coaguchek xs system. No treatment required. No adverse event reported. Requested return of suspect strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.